Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient has an infection at the right fossa component.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported removal of the device could be confirmed as patient scans were provided for the planning of new devices. After the infected fossa component was removed and replaced, the patient later developed ear drainage and significant pain from a failed fistula repair, prompting removal of both components and a request for new devices under ID# (B)(4), though the sales rep could not provide further details. As infection is a known adverse effect listed in the IFU, the root cause cannot be fully assessed without additional information, and the complaint will be reopened if new details become available. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.